Event description:
Patient is reported as having inappropriate vf recordings due to noise. Lead statistics are in range. This lead was explanted and replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was found multiply cut. The lead was segmented into 4 fragments connected with the inner conductor coil. The proximal lead fragment including the yoke and the connectors was missing. The analysis showed severe extraction damages. The lead was excessively stretched and deformed. The insulation showed cuts and was partly torn up. The conductor cables were pulled out of their lumens in several regions. The shock coils were extremely deformed and demonstrated tissue residuals. Based on these findings, it is reasonable to assume that the lead was significantly ingrown. Further inspection revealed a rubbed through insulation on the distal part of the lead, near the distal shock coil. This damage can be considered the root cause of the reported inappropriate vf recordings. The insulation damage indicate mechanical stress during the implantation time of 11 years. Due to the extent of the extraction damages, it highly likely that the lead motion was affected by significant ingrowth. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.